Manufacturer narrative:
(H3,h6): software analysis initiated, unable to determine probable cause without further information/logs. This case may be re-opened if additional information is received. B01, c19, d15 no product codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a cranial biopsy procedure. It was reported that during a case with the system over the patient, attempting to go to memory 1 for a dbs (deep brain stimulation) procedure the pendant was unresponsive. Site reported they attempted to manually move it up and down and the system was unable to respond. Site rebooted the system and upon rebooting the system indicated gain calibration needed to be performed. The system was draped into the procedure and one fluoro shot was taken. Memory one position was stored and the system was lifted and shifted out of the field. When they brought the system back into the field the system pendant displayed hold m to calibrate motion. The system was removed and the other imaging system was used for the case. Motion calibration was done on the other unit in the hallway and the unit was returned to service. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.